Event description:
It was reported that during a right ventricular outflow tract (rvot) pcv ablation procedure, the array catheter was prepped according to the IFU, inserted into the pt, validated, geometry created the pvc mapped to the septal rvot. The pt then complained of chest pain and developed hypotension. An echocardiogram revealed a small effusion. A pericardiocentesis was done and 250 cc of blood was removed. The pt was transferred to ICU in stable condition.

Manufacturer narrative:
We are awaiting device return. Once the investigation is complete, a follow up report will be submitted. (B)(4).